Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The analyst noted that lead was failed: CAPA:lead model 4296: outer insulation separated at connector. Concomitant medical products: d314trm ICD; 6947m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.